Manufacturer narrative:
Concomitant medical products: model: 407645, lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited t-wave oversensing (twos) which resulted in a heart rate in the forties for the patient. Reprogramming of the rv sensitivity was completed. The device and lead remain in use. No patient complications have been reported as a result of this event.